Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined it was difficult to connect the hose to handle and the o-ring on the swivel was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed a follow up/final report will be sent.

Event description:
It was reported that it is difficult to connect the hose to the handle. The event timing was during surgery, prior to being used on a patient. There was no harm and the delay was between 5 to 10 minutes. No adverse event was reported as a result of this malfunction.